Manufacturer narrative:
A steris service technician arrived onsite to inspect the hv1000 video switch and found that the hdmi and dvi cable were loose and needed to be tightened and re-secured. To resolve the issue, the technician tightened and re-secured the hdmi and dvi cable, tested the function and operation of the unit, confirmed it to be operating to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the display to their hv1000 video switch was "flickering" on the monitor. No report of procedure involvement. No report of injury.